Event description:
Information received regarding the explanted device notes that the device exhibited rapid battery depletion and no output. There was no elective replacement indicator observed. There were no consequences to the patient.